Event description:
Pt had a groshong catheter placed. Pt returned 19 days later in pain. Pt found to have severed groshong catheter at approximately the 15.2 centimeter mark. Remaining portion of the catheter removed by loop snare intravascularly.